Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an anterior lumbar spinal fusion procedure at l5-s1. To achieve fusion, the surgeon performed a procedure by utilizing rhbmp-2/acs. Post operatively, the patient suffered significant pain in the area of the fusion surgery and extremities. As a result of the fusion surgery with rhbmp-2/acs, patient received significant medical treatment to care for the rhbmp-2/acs related injuries. The patient has never recovered from the surgery involving the use of rhmp-2/acs, and continues to suffer from daily, disabling pain that prevents him from performing many basic activities of daily living.

Event description:
It was reported that on: (B)(6) 2007: patient presented with following pre-op diagnoses: lumbar spondylosis, herniated nucleus pulposus and radiculopathy. For which, patient underwent following procedures: anterior l5-s1 lumbar interbody fusion utilizing interbody cage, 50 mm maximal distraction, banked corticocancellous allograft, rhbmp-2 and local autograft. Decompressive right l5-s1 microlumbar diskectomy and complete right l5-s1 facetectomy and l5 foraminotomies, proximal right s1 foraminotomy. Microscopic dissection. Pedicle screw placement l5 and s1 using pedicle screws and rods. O-arm stealth guidance. Lateral only fusion right l5-s1 with local corticocancellous allograft and rhbmp-2. Met-rx tube system. Per op notes, at l5-s1, the graft introducer device was used to deploy bone autograft which had been obtained from drilling the sacrum as well as corticocancellous allograft as well as a large bmp sponge. Please note that approximately 15 cc of allograft was used, and this was mixed with a large bmp sponge, which was cut into minced pieces. Using the funnel device, graft was placed anteriorly and laterally bilaterally under live fluoroscopy. A small amount of the remaining rhbmp-2 sponge was packed anteriorly and then local autograft was packed posterior to this sponge. Please also note that the bmp sponges had been soaked for approximately 1 hour prior to implantation. Final intraoperative CT imaging revealed good positioning of the anterior and posterior instrumentation and good interbody bone graft deployment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.